Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated/confirmed during evaluation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
B3: the exact event date is unknown, however, it was reported that it was around (B)(6) 2023. The device was returned and evaluated and the customer¿s allegation was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using a high flow insufflation unit, an alarm sounded, and the front panel turned off. The event occurred at preparation for use, and the diagnostic procedure was completed with a similar device. There was no procedural delay reported and no patient harm associated with the event.